Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/24/2020. Additional h3 investigation summary: it was reported performance pull off suture needle. A picture was returned for analysis. Upon visual inspection of the picture, a labeled winding former of product code vcp345 could be observed, no needle or suture were noted, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ovariectomy/ oophorectomy procedure on (B)(6) 2020 and the suture was used. It was reported that the problem of pulling off suture needle happened when knotting after finishing the sewing during the surgery. Another like suture was used to complete the procedure. There were no patient consequences reported.